Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit boards in the workstation. System operates as intended.

Event description:
Customer reported poor image quality. No pt injury was reported.